Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised because "after 6 years of operation, patient with urinary incontinence, use of 6 diapers daily, without any adverse events to the patient."